Event description:
The customer reported that the volume adjust is not working. The customer reported there was no patient involvement.

Manufacturer narrative:
Failure investigation (fi) lab received the mmi board for evaluation. Visual inspection of the returned mmi board revealed no signs of damage or contamination. Fi technician installed the mmi board into the fi test ventilator and performed operational tests and failed. Fi technician observed that the alarm volume is working intermittently. Further investigation revealed that the output of the ad820 op amp u1 is failing intermittently. Fi technician removed the ad820 op amp u1, replaced with a new ad820 op amp u1 and retested the ventilator. The audio alarm is working properly. Fi technician also performed extended self-test (est) and passed with no failures detected. The determination could be made that the device failed to meet specifications. The root cause for the reported issue is due to defective ad820 op amp u1.